Event description:
(B)(4) clinical study. It was reported that 406 days after a carotid artrey stenting procedure, restenosis was discovered. The target lesion was located in the right proximal internal carotid artery, with 85% stenosis and was 20mm long with a 5mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 30%. The pt was discharged 2 days later. Four hundred and six days after the index procedure, the pt was seen for a 12-month follow-up visit. A repeat carotid angiography was performed for restenosis of right internal carotid artery. (B)(6) stroke scale was 1. The site noted that this 12-month score was greater than the 30-day follow-up visit. The 12 month score was not associated with an adverse event or cva. The required 12-month ultrasound indicated a 75% target lesion stenosis. Per this ultrasound, the site reported an adverse event. The site reported the pt had restenosis. No action was taken. No target lesion revascularization was performed. The event is listed as recovering/resolving. In the opinion of the physician the relationship of the restenosis to the nexstent is not related.

Manufacturer narrative:
There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The complaint device was not returned therefore, product analysis was not possible. Without any analysis of the complaint device it was not possible to confirm the reported event and inspect the device for possible root causes. The root cause will be documented as anticipated procedural complication. Bsc ID#(B)(4).